Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints. The device displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process confirms that 100% functional inspection for leakage is performed during production. Maquet cardiopulmonary ag has initiated an internal process (CAPA-(B)(4)) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when new information becomes available. Additional information: the product mentioned under section d is not distributed to the us, but the product with contributing design function to the affected component (quadrox-ID) is registered under 501(k): k101153.

Event description:
It was reported that 45 minutes after initiating ECMO, blood was observed dripping from the gas outlet. The device was replaced with another device that exhibited the same symptoms. This event is related to medwatch report #: 8010762-2014-01397 for the second device. ECMO-extra corporeal membrane oxygenation. (B)(4).